Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained about questionable albt2 tina-quant albumin gen.2 results for 2 patients urine samples tested on a cobas 6000 c (501) module. Patient 1 initial albt2 result was 19.16 mg/dl. The same patient sample was tested on the same analyzer with an albt2 result of 7.13 mg/dl. The same patient sample was tested on the same day of the event on another analyzer with a result 0.63 mg/dl and again on the other analyzer on (B)(6) 2018 with a result of 0.51 mg/dl. On (B)(6) 2018 patient 2 had an initial albt2 result of 19.96 mg/dl. The same patient sample was tested on the same analyzer with an albt2 result of 8.79 mg/dl. Patient 2 is a (B)(6) male with a date of birth that was requested but was not provided. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The albt2 reagent lot was 32279101 with an expiration date of 30-nov-2019. Qc results were acceptable. A field engineering specialist performed precision testing with unacceptable results. He adjusted the probe rinse stations along with the water flow. He replaced the sample probe. He performed precision testing again with acceptable results. The issue was resolved by the service activities performed and the customer has had no further issues.